Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt's pump was stopping every time the pt bent over while on either battery or power module power. The external manipulation of the percutaneous lead did not induce the alarms. The log file indicates the pump is no longer able to reach the set speed. The following day, a decision was made to exchange the lvad for another lvad.